Manufacturer narrative:
The device was not returned for investigation. From the complaint description, it was noted stenosis was present in the sfa and profunda following the manta deployment. A surgical cut down was performed. The surgeon verbally acknowledged that the occlusion was caused by a dissection. It was the surgeon's belief that the dissection occurred during initial access, but the manta may have propped the dissection open blocking flow. Angiograms were obtained by essential medical and confirmed the access site was approximately 1cm above the bifurcation and a dissection was present at the access site exhibiting occlusive properties. The IFU warns to not use in patients with common femoral artery stenosis resulting in a vessel <6mm in diameter for the 18f manta due the safety and effectiveness of the manta device having not been established. The IFU lists local trauma to the femoral or iliac artery wall such as dissection, ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events related to vascular closure devices. The device history record (DHR)was reviewed and no non-conformities related to this event were identified. Risk documentation was reviewed and confirmed the occurrence rate for this incident are below risk documentation acceptable limits. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The IFU states that stenosis is a possible adverse event of vascular closure devices. The IFU also states that the safety and effectiveness of manta 18f has not been established in patients with small femoral artery size <6mm in diameter. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr was performed on an (B)(6) y/o female weighing (B)(6) kgs on (B)(6) 2019. Immediate hemostasis was reported after deployment of manta. It was reported that post deployment there was stenosis at the sfa and profunda. A surgical cut down was performed and manta was explanted. A covered stent was placed. The patient was said to be fine following the procedure.